Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited post sensed t wave oversensing. Programming changes were made. There were no patient consequences.